Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of 2 de novo lesions in heavily calcified, 90% stenosed right coronary artery (rca). Angiographic images were taken between each 20-29 second treatment and no dissection was observed. A 4.0 x 15 abbott xience skypoint stent was deployed proximal to the lesion and a 4.0 x 28 abbott xience skypoint stent was deployed distal to the lesion. Final closing angiographic images looked good. When back on the ward, the patient experienced transient st elevation. The physician decided to take the patient back to the cath lab and a dissection of unknown type was observed distal to the distal stent. The patient had 2 more stents implanted in mid to distal rca and was stable. In the opinion of the physician, orbital atherectomy most likely contributed to the dissection although they did not believe they treated the area with dissection. In the opinion of the physician the transient st elevation was caused by the dissection flap which intermittently restricted blood flow. No additional information was provided.